Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband stated that the customer passed away. The customer was in the hospital for a month prior to passing away, and she was not wearing the insulin pump at the time of her death. The husband stated that the customer passed away due to an assortment of ailments. The husband didn't' have the insulin pump with him to perform any troubleshooting. Nothing further was reported.